Event description:
The customer reported to philips healthcare that the device displayed general system defective. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to the philips response center (rc) that the device intermittently failed the user initiated shift/system operational check (opcheck) general system test.